Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of an erroneous high result for 1 patient tested for elecsys ft4 iii (ft4 iii) on a cobas 6000 e 601 module. The initial result was 34.12 pmol/l. This result was reported outside of the laboratory where repeat testing was requested. On (B)(6) 2018 the sample was repeated twice with results of 17.34 pmol/l and 17.52 pmol/l. These results were believed to be correct. There was no allegation that an adverse event occurred. The ft3 iii reagent lot number was 336701 with an expiration date of jul-2019.

Manufacturer narrative:
No valid qc result was obtained on the day of the occurence for ft4. The alarm trace shows an abnormal probe sucking alarm on the e601 module around the time the issue occurred. The discrepant high ft4 result is consistent with an issue with the reagent pipetting.